Event description:
It was initially reported by the patient that the implantable neurostimulator (ins) had "come out of the pocket." A pocket revision was planned. Additional information was received from the physician that reported the ins had loosened in the pocket and it was replaced and secured with tacking sutures. The patient outcome and date of the revision were unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# v137025 serial# implanted: (B)(6) 2009 explanted:; product typ lead product ID 3037 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient. (B)(4).